Manufacturer narrative:
Device evaluated by MFR. : the device was returned for analysis. Visual & microscope inspection revealed a kink at the end of the spring tip. The dimensional inspection confirmed that the total length of the guidewire is within the nominal limits. The guidewire received for analysis revealed no sign of fractures. Inspection of the media received does not show any evidence of the reported issue. Based on the evidence, the as reported code of "guidewire fracture" cannot be confirmed.

Event description:
It was reported that guidewire fracture occurred. A 182cm choice guidewire was selected for use. However, it was found that the device was fractured when removing it from its packaging. The procedure was completed.

Manufacturer narrative:
D4: lot number updated.

Event description:
It was reported that guidewire fracture occurred. A 182cm choice guidewire was selected for use. However, it was found that the device was fractured when removing it from its packaging. The procedure was completed.

Event description:
It was reported that guidewire fracture occurred. A 182cm choice guidewire was selected for use. However, it was found that the device was fractured when removing it from its packaging. The procedure was completed.